Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent surgery for the removal of the mesh on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported the patient experienced pain and a steroid injection was given in (B)(6) 2009 and she was discharged from hospital. It was reported the patient underwent a cystoscopy and examination due to recurrence of symptoms of urinary stress incontinence on (B)(6) 2013. It was reported the patient had a recurrence of symptoms and at that stage was advised that the tape had eroded into the urethra. It was reported the patient underwent a procedure on (B)(6) 2013 to undergo removal of the mid-urethral tape. The urethra was repaired, a urethroplasty was performed and a competitor's mesh was implanted. It was reported the patient experienced pain and dizziness after that surgery, then this tape was ultimately removed on (B)(6) 2014. (B)(4).